Event description:
Customer reported the table is not moving and needs calibration. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu module, interface pcb, and software. System operates as intended.